Event description:
When physician was removing jackson pratt drain, the tubing broke at the skin edge leaving remaining end in pt. Pt returned to surgery for tube removal. There was no permanent damage or impairment per physician. Pt requested mfg. Name, and address on a patient surgery form. This was reviewed in may 2000.